Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of this device confirmation by omsc, the reported image issues (problems) of the subject device were not duplicated. Also, there was no abnormality such as fluid invasion in the video connector. Heating the distal end and angulating the bending section did not duplicate the problem. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device became black and white and blurry during an unspecified procedure. The user facility completed the procedure using a similar device. There was no patient injury associated with this report.